Event description:
It was reported that after 10-15 minutes of negative pressure therapy there was a pressure loss. The customer changed the dressing and the canister but the problem could not be solved. No patient harm reported.

Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported suction failure complaint was confirmed as the device failed the blockage test and pressure test, the root cause for these failures was a defective motor. During the device evaluation the battery charge level increased from 24% to 95% therefore the failure to charge complaint could not be confirmed. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.